Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the doctor called and said the patient rubbed over their dbs wiring system on the left side of their scalp. When doing so they felt a tingling in their fingers of their left hand. Impedances were checked and all was normal. X-ray of the skull/neck/chest showed no signs of breaking. The issue was not resolved. Additional information was received from a rep stating they did not know the cause of the event and the doctor would have more information. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.